Event description:
The patient experienced new circumferential abdominal pain post implant of the device. It was attributed to the surgeon "hitting a nerve" during implant. The device was explanted. The abdominal pain has subsided in most areas expect for around the belly button. The patient has undergone another trial and wants a new device implanted. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
39565-65 lot# v847779010, implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported the patient had abdominal pain and hypersensitivity at their visit to their health care provider on (B)(6) 2011. It was logged that the event was attributed to the lead and it was unknown if there were any abnormal impedance measurements. It was reported it was unknown what the issue was. It was reported an x-ray was done of the electronic stimulating leads, with the tips terminating at t10 on (B)(6) 2011. It was reported that was the last office visit. It was noted there was a phone call on (B)(6) 2012 and on (B)(6) 2012 both for medication refills and no other contact had been made by the patient with that office.

Manufacturer narrative:
(B)(4).